Event description:
The reporter stated the patient was hospitalized for incidence of hyperglycemia. The patient reports she had labile blood glucose levels. She was hospitalized with diabetic ketoacidosis and treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.